Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Evaluation observed the device will experience an intermittent power failure when powered by the battery, the power cord, and both. The device was able to power on, however, will turn itself off completely, will turn itself on, and immediately alarm "system error 231 (set mech task starved)." This was caused by a failed input/output printed circuit board. The device was not operating within specification in relation to the reported symptom. The input/output printed circuit board was replaced and the device returned to the customer.

Event description:
During baxter's product evaluation, it was observed that the pump will turn itself off when powered by a power cord, a battery, or both. Due to this being discovered during the evaluation of the device.